Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a power on reset (por) message when the patient was trying to charge the ins. The patient said that they received radiation treatment yesterday. The patient used their programmer to clear the por and it was noted that troubleshooting resolved the issue. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.